Manufacturer narrative:
Concomitant products: m/l taper femoral stem (00-7711-009-10, 61145734); continuum tm acetabular shell (00-8757-052-01, 61715835); continuum trilogy elevated rim liner (00-8752-010-36, 61652109); bone screw (00-6250-065-30, 61724517). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records which indicated revision due to elevated metal ions that were identified during the pre-revision workup. During the procedure significant scar tissue was found inside the joint space. Metallosis was observed on the trunnion and on the taper of the head device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products- versys hip system femoral head p/n unknown l/n unknown; zimmer m/l taper hip prosthesis femoral stem p/n 00771100910; continuum acetabular system trabecular metal shell p/n 00875705201; continuum trilogy it allofit it acetabular system longevity highly crosslinked polyethylene liner p/n . Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-03719, 0001822565-2017-03720.

Event description:
It was reported that patient underwent a hip revision procedure three years post-implantation due to metallosis and elevated cobalt and chromium level. Post-operative notes report impingement with a significant amount of scar tissue built up within the joint. It was noted that the hip had metallosis with metallosis at the inner aspect of the trunnion-head junction. Operative notes report there was a good deal of metallosis on the trunnion as well as on the inside of the head. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was confirmed through review of medical records. There are warnings in the package insert that these types of events can occur and associated risk are addressed in risk documentation. The root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.